Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead was removed from service. The physician elected to replace the lead due to high thresholds and low r-wave measurements. A new endotak lead was implanted.